Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date (B)(6) 2015, 1.5, (B)(6) 2015, 4.1. Therapeutic range: 2.5 - 3.5 there were no warfarin changes made after the 1.5 inr result and the patient did not report the result to the physician. Reportedly, improper technique was performed by adding multiple drops of blood the testing strips on both dates. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances and the lot met release specification. Although improper technique was identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.